Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. Customer stated the perceived cause of the low blood glucose was unknown. The customer stated that hospital did CT scan and ran some tests and did not find anything. Customer stated that he also did not eat or bolus that morning. The customer stated that the device was not exposed to high magnetic field such as MRI. The customer was advised to speak with their healthcare provider regarding low blood glucose. The customer was advised to monitor the pump.